Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line alarms. Evaluation found the readings on the ultrasonic sensor to be out of specification (low) due to a failed upstream sensor, causing the reported symptom. The failed upstream sensor/pusher were replaced to correct this condition.